Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was damaged. Reportedly, the cable has to be maneuvered into the usb port in order to successfully charge the pump. There was no reported impact to the customer's blood glucose level. Although confirmation was requested as to whether or not the cable resolved the reported charging issue, it was unable to be confirmed.